Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The navigation system was found to be fully functional. Since the procedure, a medtronic representative reported that the patient is doing well and no side effects have been observed from the csf leak.

Event description:
A medtronic representative reported that, while navigating during a functional endoscopic sinus surgery (fess), a 1 inch posterior imprecision was observed. The instruments were reported to verify as expected and the surgeon verified accuracy throughout the procedure. The inaccuracy was identified when the navigation system showed that instruments were 1 inch posterior of the ethmoid. The site re-registered and received the same imprecision. The surgeon opted to complete the procedure without the use of the navigation system. A post-operative computed tomography (CT) scan found that a cerebrospinal fluid (csf) leak was occurring. The leak was then identified as a pin hole csf leak.